Event description:
New information received on jun 19, 2019, indicates that the patient presented for a lead replacement procedure. The lead was explanted and replaced. The patient did not have any symptoms or adverse events, and the patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead. No resolution was reported, and the patient was stable.